Event description:
It was reported that post-sensed t-wave oversensing was observed on a merlin.net device transmission. The oversensing was noted on several non-sustained rv oversensing episodes. Patient was asymptomatic. Programming changes were made, but another occurrence of t-wave oversensing was detected. Additional programming changes were made when patient presented back to the clinic. No further issues have been seen since. Patient was in stable condition before, during and after reprogramming.

Event description:
New information received indicated that asymptomatic patient presented remotely via merlin transmission with another episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. Clinician noted that programming changes were made but episodes continue to be seen. Further programming changes were recommended but have not been made.